Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution, physio replaced the device¿s therapy connector assembly as well as the quik-combo therapy cable used during the event. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
It was reported to physio-control that while trying to monitor the patient during a cardiac event, medical personnel were unable to detect the patients ECG rhythm while in paddles lead ECG via a quik-combo therapy cable and third party defibrillation electrodes (kendall). Medical personnel attempted to switch the ECG lead view and also exchanged the defibrillation electrodes with new set, however no changes were observed. The quik-combo therapy cable was then disconnected and reconnected with no change. A backup device (unknown AED) was obtained to continue patient care until a second monitor could arrive on the scene. The customer advised that there were no known adverse consequences to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿(B)(4).

Event description:
It was reported to physio-control that while trying to monitor the patient during a cardiac event, medical personnel were unable to detect the patients ECG rhythm while in paddles lead ECG via a quik-combo therapy cable and third party defibrillation electrodes (kendall). Medical personnel attempted to switch the ECG lead view and also exchanged the defibrillation electrodes with new set, however no changes were observed. The quik-combo therapy cable was then disconnected and reconnected with no change. A backup device (unknown AED) was obtained to continue patient care until a second monitor could arrive on the scene. The customer advised that there were no known adverse consequences to the patient as a result of the reported issue.